Event description:
It was reported that the patient's generator was unable to communicate with the programming system. The event was troubleshooted thoroughly, eliminating the wand or the tablet as the source of the communication failure. Electromagnetic interference and implant depth were also ruled out as potential causes of this failure to communicate. Nothing unusual or no additional surgeries has been performed since the vns replacement surgery. The generator passed final functional and quality specifications prior to release for distribution. No error codes were observed as the generator could not be communicated with at all. The patient has been experiencing an increase in seizures that are becoming more severe. Later it was reported that the patient has been scheduled for a replacement due to the failure to communicate condition.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient underwent a battery replacement. In pre-op the generator was checked but still could not be interrogated. The procedure was completed without any issues and the impedance with the new generator was 2000 ohms. The suspect device has been received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. A review was completed by quality engineering and based on the available data and expected firmware functionality, it is reasonable to conclude that the observed time loss was caused by stoppage of the crystal. Assuming the crystal restarted shortly before receipt in the decontamination area, the stoppage is estimated to have occurred around (B)(6) 2025 22:30. Since communication was re-established upon receipt, it is likely that mechanical vibrations during transit or handling at the time of arrival restored the crystal¿s functionality.